Event description:
During a dialysis treatment, the four-position line clamps were reported to be breaking. There was no adverse impact on patient treatment. Determined to be MDR reportable on 09-26-96.